Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of stylus unable to be correctly calibrated and the touch screen was replaced to resolve. It was additionally noted that the stylus cable had a deep cut and its overall shielding was visible, the left keyboard hinge and power bay assembly were broken and a software error was found in the update history. The stylus, left keyboard hinge and power bay assembly were all also replaced to resolve.

Event description:
It was reported that the programmer's stylus touch pen was unable to be correctly calibrated. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.